Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of four reports from this reporter. (B)(4).

Event description:
A health professional reported that multiple knives did not cut well during separate cataract surgeries. There was no harm to any patient. Additional information has been requested. Additional information received clarified that the reported knife could not make the cut during four separate, patient identified surgeries. An additional knife was obtained in order to perform the procedure.